Event description:
Procedure: laparoscopic - unspecified. Reportedly, the patient was grounded with grounding pads. The user began to hook up a cord into the generator machine and received a shock. This cord was removed and another attached. The second cord flashed.